Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluating the instrument data, the gps specialist did not find any related errors in the instrument event log. The cause of the discordant estradiol value is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant low estradiol result was obtained on an immulite 2000 instrument. The sample was run neat and at a 1:3 dilution on (B)(6) 2013 and neat sample in duplicate and at a 1:3 dilution on (B)(6) 2013. The discordant result was obtained on the first neat sample run on (B)(6) 2013. The three levels of qc were in range the day the discordant sample result was obtained. The customer questioned the initial neat result on (B)(6) 2013 as it did not match the result of the sample run on the previous day. The result of the 1:3 dilution on (B)(6) 2013 was reported to the physician. There were no known reports of patient intervention or adverse health consequences due to the discordant estradiol result.